Event description:
Device used to close incision an unk procedure after subcutaneous suturing. The wound dehiscence occurred in 1cm out of 5cm, after one day the staff tried to close the wound by using a clamp patch, but had to re-suture after one week. The surgeon was experienced in using the product and had used it two weeks previously with good results. The pt had a difficult tissue type. The area of the wound did not involve dense hair. Pt's current status is unk.